Event description:
It was reported that a patient underwent a intrasplenic cyst procedure on (B)(6) 2019 and absorbable hemostat was used. The patient experienced peri-splenic fluid collection; increased abdominal pain, and at that stage had an ultrasound scan that seemed to show a post procedural hematoma. The onset date was (B)(6) 2019. The event was classified as a serious adverse event with a severity level of moderate. The event required in-patient hospitalization. Drug therapy was used as an adverse event action. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there was an alleged deficiency of the surgicel? No deficiency. Is this adverse event is related to the device? Not related to device (was related to procedure) is the peri- splenic fluid collection related to the study product? None. What type of drug therapy was provided? Paracetmol and morphine. The adverse event is related to the procedure. The adverse event verbatim has been changed from "post procedure haematoma" has been changed to "peri- splenic fluid collection " the following information was requested, but unavailable: was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. What are the product code and lot number? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative hematoma where the splenic cyst had been? Was the post-operative hematoma where the splenic cyst had been related to the targeted bleeding site? What was the targeted bleeding site? Was hemostasis achieved intra-operatively? The information states that the treatment received was surgicel. It also states that the size of the evarrest was 700sq cm. Please clarify which device was used for this patient. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.